Manufacturer narrative:
The device was not returned for evaluation. A photograph of the connector was provided. In the picture it can be see that the connector is damaged; however, without the benefit of analyzing the device, quality cannot confirm root cause of the damage based on the photograph alone. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Based on the submitted information, it alleges the damage was done by the user. It suggests the connector tool may have been utilized incorrectly causing damage to the connector. The IFU indicates the titan inflatable penile prosthesis should only be implanted by physicians experienced in the surgical procedures and techniques involving implantation of a penile prosthesis. The physician should maintain adequate education to conduct this procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the crimping tool damaged the centerpiece connector. Another connector was used to successfully complete the implant procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the crimping tool damaged the centerpiece connector. Another connector was used to successfully complete the implant procedure.